Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the top and right plunger cases were cracked and the bottom case was damaged. It was observed that the device exhibited a blank screen and constant alarm at power up. Functional testing included occlusion testing which duplicated the reported issue of a "travel course error." The investigation determined that the left and right halves of the clutch not operating as intended caused the reported issue. The clutch halves were replaced. The leadscrew and spring were also replaced as a preventive measure. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously., corrected data: h6: health effects.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device shows "travel coarse error". No patient injury/involvement reported.